Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 16mg/dl. It was mentioned that the customer passed out while driving, and she drove off the side of the road. It was not mentioned whether or not the customer was wearing the insulin pump at the time of hospitalization. The customer mentioned that the transmitter was not connecting to the insulin pump. No additional information was provided.